Manufacturer narrative:
(B)(4) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based on information obtained by (B)(4), which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. The manufacturer points out that the vena cava filter is not a stent and a stroke is an arterial complication that can not be related to the vena cava filter. This report does not constitute an admission or a conclusion by (B)(4), or its employees that the device, (B)(4), or its employees caused or contributed to the event described in the report. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The reporter called on behalf of her late husband who passed away. The patient was implanted with a vena cava filter to prevent blood clot to his heart. After implantation he started experiencing discoloration in his extremities and was hospitalized. He was later taken to a nursing home for rehabilitation. According to the reporter during his stay at the nursing home his doctor never visited and his health deteriorated. He was later transferred to a hospital where he was diagnosed with gangrene. One of his feet was amputated. The doctors at the hospital later decided to amputate the other foot. After the second surgery he had a massive stroke and died. Caller believed the stent may have contributed to his death.